Manufacturer narrative:
(B)(4): neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.so, cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2009, surgeon performed a posterior spinal fusion with instrumentation and rhbmp-2/acs for low back and leg pain. Patient had respiratory difficulty as a result of this surgery and was placed in the intensive care unit for treatment. She then was transferred to a nursing home for rehabilitation for over two months. Surgeon performed a direct lateral lumbar discectomy using rhbmp-2/acs. After the second surgery,pain got progressively worse. Patient continues to live with pain, discomfort, and numbness. Her quality of life has completely diminished as a result of these surgeries.